Event description:
The pt reported experiencing increased spasticity following refill and has noted hearing pump alarm intermittently following refill a couple of days afterwards and even a week later. The pump has been implanted for approx 6 yrs and hcp plans to replace it on the date of this report.